Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the pump's wifi connection to the network being temporarily interrupted, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. D3, g1, g2 email address: (B)(6).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited the base not responding. Unknown if any patient involvement.